Manufacturer narrative:
The reusable tibial insert impactor tip broke during impaction at the point where the tip connects to the impactor handle. The surgery was completed successfully. Review of inspection records for the affected lot of material indicate that the component was manufactured to specification.

Event description:
The reusable tibial insert impactor tip broke during impaction at the point where the tip connects to the impactor handle. The surgery was completed successfully.